Event description:
The pt reportedly experienced intermittencies between his external equipment and the implanted device. External equipment has been exchanged and programming has been attempted. However, the issue was not resolved. Surgery to explant the pt's device will be scheduled.